Manufacturer narrative:
H11: the customer informed the remote service engineer (rse) that a 1009 error code appeared, and the device was removed from service. The rse advised the customer that the latest version of the service manual is revision r. The customer biomedical engineer (bme) reported having replaced the data acquisition (da) printed circuit board assembly (pcba), but the issue did not resolve. The rse advised the customer to perform troubleshooting in the following steps: verify the proximal and machine tubing connections, verify pressures and flows, replace the da pcba, and finally replace the motor controller (mc) pcba. H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
V60 is displaying error 1009. Pressure regulator high. Not in clinical use at time of discovery. No reports of patient/user harm or injury. Investigation is ongoing.